Manufacturer narrative:
The insulin alarmed after battery change due to faulty component on the interface board. The insulin pump was received missing segments due to cracked zebra connector on the lcd board also with corroded motorhome switch and corroded battery tube. However, the insulin pump was monitored and no blank display anomalies or low battery alerts noted. The insulin pump powered up properly after battery installation. The operating currents are within specifications and passed self-test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The insulin pump was received with cracked case at the display window corners, cracked reservoir tube, cracked lcd window and broken belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had blank display. Customer's blood glucose at time of incident was 130 mg/dl. Customer stated that the pump shows signs of physical. Customer stated that there are cracks on all four corners. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.